Manufacturer narrative:
The returned device was evaluated and blood glucose monitoring was found to be within specifications and bolus delivery was functioning as expected. Additionally, data in memory shows that the insulin bolus of 7.85 units described during the call was delivered correctly. The only 9.25 unit bolus was delivered over a month previously, on (B)(6) 2009. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide advises that "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."

Event description:
Customer reported that on (B)(6) 2010 at 3:50 pm her blood glucose was 252 mg/dl, so she took an insulin bolus of 6.05 units. At 8:30 that evening her bg measurement was 78 mg/dl and she was eating 70 grams of carbohydrate. She calculated her insulin requirement to 7.85 units, but stated that the device administered 9.25 units instead. She "crashed" and was brought to the hospital by ambulance. No treatment or bg values while at the hospital were reported.